Event description:
Additional information received confirmed that the patient¿s blood loss was less than 200 ml. The machine was rebooted and after the reboot, the machine ran again. There is no further service action and no repairs performed. It is presumed the issue is a 9040 error (software error). The machine is fully operational. It is not known if the patient¿s treatment was restarted or if the patient completed treatment.

Manufacturer narrative:
Investigation: the review of the complaints revealed that the reported event is a known event. A review of the device history record (DHR) is found to be not necessary due to the fact that the event can be clearly attributed to the failure mode design. Based on all performed investigations/evaluations the described behavior could be reproduced. The error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of pgm error. Pgm errors result in the described error on the dialysis machine. As this type of pgm error can be caused by different causes, there is currently not a single root cause. This error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible and is described in instruction for use (IFU). The error is considered within the scope of the product improvement. Review of the IFU revealed that in the case of a screen failure or no screen response a manual reinfusion is always possible. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable.

Event description:
Additional information received confirmed that the patient¿s blood loss was less than 200 ml. The machine was rebooted and after the reboot, the machine ran again. There is no further service action and no repairs performed. It is presumed the issue is a 9040 error (software error). The machine is fully operational. It is not known if the patient¿s treatment was restarted or if the patient completed treatment.

Event description:
It was reported that a multifiltrate pro machine had an "internal communication¿ alarm when connecting the patient for continuous renal replacement therapy (crrt). The system was turned off and the tubing disconnected from the patient. The patient¿s blood was not returned and as a result they experienced approximately 100-150 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.